Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) stated a hemodialysis (hd) machine shut down during a patient's treatment. The bmt stated the machine was running a treatment when a blood leak and low flow error alarm banner flashed up on the screen. The screen then went blank then displayed as if the machine had just powered up. The bmt stated there were no patient complications, and the patient finished treatment on another machine. The bmt was advised to inspect the de-aeration and flow motors, and to possibly replace the motors, front panel keypad or power logic board. Upon follow-up, the bmt stated after about ten minutes after initiation of a patient's hemodialysis treatment, the machine prompted with blood leak and low flow error alarms before shutting down on it's own. The bmt stated the machine was turned back on and prompted with a "must re-test" message, the machine had passed all tests pre-treatment. No blood was returned to patient. The patient was utilizing a fresenius dialyzer and bloodlines. No damage was noted on any components prior to treatment and the bmt confirmed a blood leak was not observed from the dialyzer or bloodlines. The estimated blood loss was unknown. The machine was removed from service. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The machine remains out of service pending machine evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) stated a hemodialysis (hd) machine shut down during a patient's treatment. The bmt stated the machine was running a treatment when a blood leak and low flow error alarm banner flashed up on the screen. The screen then went blank then displayed as if the machine had just powered up. The bmt stated there were no patient complications, and the patient finished treatment on another machine. The bmt was advised to inspect the de-aeration and flow motors, and to possibly replace the motors, front panel keypad or power logic board. Upon follow-up, the bmt stated after about ten minutes after initiation of a patient's hemodialysis treatment, the machine prompted with blood leak and low flow error alarms before shutting down on it's own. The bmt stated the machine was turned back on and prompted with a "must re-test" message, the machine had passed all tests pre-treatment. No blood was returned to patient. The patient was utilizing a fresenius dialyzer and bloodlines. No damage was noted on any components prior to treatment and the bmt confirmed a blood leak was not observed from the dialyzer or bloodlines. The estimated blood loss was unknown. The machine was removed from service. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The machine remains out of service pending machine evaluation.